Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: complaints about the suction not working. Repair information confirmed, that there was resistance in the suction channel. However, the cause of the resistance is unknown.

Manufacturer narrative:
(B)(4). The customer owned endoscope was received by pentax medical for evaluation on 19-nov-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician noted suction tube resistance confirming the customer complaint and also documented the following inspection findings: bending rubbersevere discoloration, passed wet leak test, suction tube resistance, bending rubber glue cracking at distal side, bending rubber glue cracking at insertion tube side, passed dry leak test, customer complaint confirmed, hole in # 2 remote control button cover, air/ water socket o-ring chipped, residue on up/ down control knob/ lever, residue on right/ left control knob, air/ water nozzle glue worn. The device underwent repairs including the following components: o-rings and seals, bending rubber, suction channel lg, jet socket. The endoscope was repaired and approved by final qc on 03-dec-2021 and was delivered to the customer under delivery order (B)(4). Model ec-3490li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 22-nov-2021, a device history record(DHR) review for model ec-3490li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 03-jun-2011 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 03-jun-2011. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region. The customer reported "no suction" involving pentax medical video colonoscope model ec-3490li, serial number (B)(4). The issue was observed in the operating room during use. The user mentioned that there was possibly seeds in the channel during the initial reporting. The user responded to a good faith effort request sent by pentax customer service via email on 17-nov-2021 stating that the failure occurred during the procedure and that there were no accessories used, no reported injuries to the patient and no delay in the procedure which would require medical intervention . This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.